Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined, as the issue was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The customer¿s reported problems were not confirmed. Also, no other defects were confirmed. Additional information has been requested from the customer regarding the details of the reported event and is pending. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer high definition camera head was returned to olympus. The customer reported that the camera head has a noisy image (not visible) and a sudden loss of vision. The customer¿s reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional details for the description of the event (b3, b5, e1, e2, e3 and g2).

Event description:
The clinical engineer at the user facility further reported that around 9:30am, the reported ¿output failure (noise, color bar display)¿ occurred during inspection before use. The scheduled transurethral resection of the bladder tumor was completed using another device. No effects to the patient.

Manufacturer narrative:
This report is being supplemented for correction to h4 of the initial mw.